Event description:
It was reported that the patient presented for a generator changeout procedure. The right ventricle lead exhibited noise and insulation damage. The right ventricle lead was capped and replaced on (B)(6) 2022. No patient consequences.